Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow the lead safety switch was reset on the competitor right ventricular (rv) lead and was in unipolar configuration. High out of range pace impedance measurements were noted when it comes to this device in the bipolar configuration and normal values in the unipolar configuration. The device was programmed to unipolar pacing and bipolar sensing. The device was also reprogrammed as the patient was symptomatic to rv pacing and was in sinus rhythm with pacing at less than 1%. No adverse patient effects were reported.